Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. It was reported that last night, the patient started seeing an 8286 code (empty reservoir). The patient hadn't missed a refill, and had a refill scheduled for tomorrow. It was noted the personal therapy manager, ptm, showed a refill date of (B)(6) 2020. The patient wasn't hearing any alarms and wasn't feeling any signs of withdrawal. The patient was instructed to follow-up with hcp.